Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During unpacking, it was found that the stent was broken. There was no information on what have completed the procedure and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this tria ureteral stent underwent a thorough analysis. Visual analysis of the returned device identified that the bladder coil was detached. The reported event of stent shaft break was not confirmed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During unpacking, it was found that the stent was broken. There was no information on what have completed the procedure and there were no patient complications reported.